Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00158.

Event description:
It was reported post operatively there was moderate or severe limping present in an unknown set of patients after 1 year and after 5 years. No further information is available.